Event description:
It was reported that the user experienced a severe low blood glucose event while using the ilet bionic pancreas, with the cause unclear and limited event details provided. Symptoms included hypoglycemia. Outcomes included a reported severe event without hospitalization information. Investigation included a review of available case details and a request for additional information from the customer. Investigation of this case revealed no device malfunction or component-specific issue based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.